Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) reached early elective replacement indicator (eri). The device was replaced with a new implantable cardioverter defibrillator (ICD). The device remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.